Manufacturer narrative:
The polarsheath was returned for analysis. Upon receipt at our post market quality assurance laboratory the sheath and dilator underwent failure analysis. A visual inspection of the sheath and dilator confirmed the dilator tip was damaged (sharp/torn). A functional test performed on the sheath found that its outer diameter was within specifications. Laboratory analysis confirmed the reported clinical observations.

Event description:
Reportable based on analysis completed on (B)(6) 2023. It was reported that during insertion for a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a polarsheath was selected for use. The sheath could not be introduced into the femoral artery, although pre-dilation was performed several times. When the sheath was removed the tip of the dilator appeared to be deformed. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device was returned for analysis. However, analysis of the retuned device revealed that the damage included a sharp edge.